Event description:
The manufacturer received information that a trilogy ev300 ventilator failed active exhalation verification during the device pre-test. There was no patient involvement, and no harm or injury was reported. Onsite service for the repair of the device has been scheduled. The trilogy evo 3-way solenoid valve and the trilogy evo proportional valve require replacement to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.